Event description:
The pt contacted lifescan alleging that their one touch ultra meter wa reading inaccurately low. The pt obtained a result of 2.8 mmol/l (converts to 50 mg/dl) on the reported meter while having no symptoms of high or low blood glucose level. Pt tested with another meter and obtained result that differed by .8 mmol/l; the second meter result was not provided. Pt ate food and/or drank beverage following use of the meter. The pt saw their doctor the pt received no treatment. There is no indication that the pt experienced injury. The customer care representative walked the pt through a control solution test, which fell outside of the control solution range. Based on the failed quality control test, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.